Manufacturer narrative:
No decon is being performed for this product since the product packaging is intact and it was returned directly from the distributor. It has not been exposed to any clinical or known biohazardous conditions. A visual inspection of the returned product and photos provided determined that the labeling was incorrect. The evaluation confirms that the outside label on the shelf carton had the expiration date prior to the manufacturing date. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that prior to use, during the pre-use device inspection, it was noted that the expiration date appeared to be prior to the manufacturing date. There was no reported patient involvement since this occurred prior to use.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that prior to use, during the pre-use device inspection, it was noted that the expiration date appeared to be prior to the manufacturing date. There was no reported patient involvement since this occurred prior to use.